Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. Ring of the reservoir was able to lock in place. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.